Manufacturer narrative:
Spacelabs technical support assisted the customer remotely during the event. The customer reconnected the cable between the receiver housing and the central station and confirmed that monitoring of the patients was restored. There have been no reports of recurrence. This report is considered complete and this matter closed.

Event description:
Spacelabs received a report on (B)(6) 2018 of loss of monitoring telemetry patients from the spacelabs ultraview central station. No injury was reported with this event.